Manufacturer narrative:
Based on available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380-2026-21121.

Event description:
It was reported that the patient faced an event when tested tubing-drops showed blockage in device component resulting in reduced flow and reported an elevation of blood glucose following pt¿s dinner on (B)(6) 2026.